Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient had not been seen in a few years, and once the cardiac resynchronization therapy defibrillator (crt-d) was checked it was determined to have reached battery capacity depleted. The patient was still receiving pacing at the lower rate limit. The device was explanted and replaced. It was reported that there were no additional adverse patient effects.